Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Report linked to mfg reports: 3013886523-2022-00165 and 3014334038-2022-00074. It was reported the monitor indicated error message 15 minutes after connected. Medical team did the reboot but at the next zeroing the error message reappeared. Due to this failure, sensor was removed and monitoring was discontinued. Medical staff was using other parameters and CT scan to continue to monitoring.

Event description:
N/a.

Manufacturer narrative:
The cerelink monitor was returned for evaluation: DHR: there is no indication that the production process may have contributed to this complaint failure analysis: the monitor was working properly and there was no fault found. Functional and safety testing were performed. Therefore, the complaint is not confirmed. The root cause is undetermined and was unable to be confirmed in the complaint evaluation.